Event description:
It was reported that this electrode was implanted in (B)(6) 2025 with a system impedance of 45 ohms. In the same month and after implantation, the patient had a heart attack and underwent a bypass procedure with sternotomy. During closure, a sternum wire caught the electrode coil. Following this, system impedance was less than 30 ohms. Subsequently, the patient underwent a revision procedure, and this electrode was explanted and replaced. Besides intervention, there were no other adverse patient effects reported. Product return is not expected.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific cannot confirm the clinical observations due to lack of product return. Device history record review: no material number was provided; therefore, a device history record (DHR) review cannot be performed. If the applicable information becomes available, the investigation record will be re-opened and updated accordingly with the results of the DHR review. Device technical analysis: with all the available information, boston scientific is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. Risk assessment: a risk review was completed and confirmed that the event of "dislodged or dislocated" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode was implanted in (B)(6) 2025 with a system impedance of 45 ohms. In the same month and after implantation, the patient had a heart attack and underwent a bypass procedure with sternotomy. During closure, a sternum wire caught the electrode coil. Following this, system impedance was less than 30 ohms. Subsequently, the patient underwent a revision procedure, and this electrode was explanted and replaced. Besides intervention, there were no other adverse patient effects reported. Product return is not expected.